Event description:
Info received that wires were exposed on the power cord. No injury reported.

Manufacturer narrative:
Tech found the bed in ICU hallway. Performed an inspection check and found the gray power cord was damaged, bear wires were exposed. Transported bed to repair area and replaced the gray power cord to resolve this issue.